Event description:
It was reported that post implant, the patient was taken back to the operating room after experiencing heart rate of reversed order. The leads were reversed.

Manufacturer narrative:
Heart rate of reversed order.